Event description:
It was reported that the customer lost her insulin pump last night and is currently experiencing high blood glucose levels (600 mg/dl). The pump was found and the customers bg's were fine.

Manufacturer narrative:
The product has not been returned for eval. Should new info become available, a supplemental report will be submitted.